Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead connector portion was returned in one piece. Final analysis found, visual examination on the lead found a full breached insulation degradation in the proximal region.

Event description:
This report is to advise of an event observed during analysis.